Event description:
During cataract extraction surgery, there was concern that the handpiece was not aspirating adequately. The pt suffered a burn to the wound and use of the handpiece was discontinued. Another handpiece was used to complete the surgery.